Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) (B)(6) after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 4 cfu comprised of 4 isolates ((B)(6)). The duodenoscope is currently in (B)(6) at the facility.